Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion during a secondary infusion (medication, programmed amount and delivery rate unknown).. The slide clamp was still closed while the pump was infusing and no medication was delivered to the patient for an hour. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.